Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device availability - additional information. G3: date received by manufacturer. G6: report type ¿ updated/follow-up. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional information. H6: event problem and evaluation codes - additional information.

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. Test transmitter voltage was performed and failed due to 0 volts. A review of the share logs was performed and no data was found for serial number (B)(6) within the investigation window. The allegation was undetermined. The probable cause was determined to be transmitter discharged battery. The reported event of signal loss over 1 hour is reportable based on customer complaint is undetermined because the transmitter is 0 volts and no data in the cloud. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.